Event description:
It is reported that a customer experienced high blood glucose of 600 mg/dl and experience a state of diabetic ketoacidosis. The customer was informed that there could be many reasons for high blood glucose. The customer stated that they received the supplies for her insulin pump and did not receive the actual pump. The customer was upset and states that she takes a lot of medication and has an anxiety disorder. The customer was assisted with the issue and was informed that she should be receiving the pump very shortly. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.